Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2009; inr: 4.9, 1.5.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr = 4.9, 2nd inr = 1.5. Per technical support representative, test was done within 20 mins of each other. Inratio meter: mean: 3.20; sd: 2.40; %cv: 75.13. Since 75.13% cv is more than 20%, the precision test failed the criteria for precision. Customer results were analyzed and precision not met criteria. It was revealed that pt had a history of anemia. Current hct level is unk. Insufficient info to r/o hct level. In-house precision investigation was performed on retained strip and meter; precision met criteria. Strip deficiency not established. No further action required. Investigation results: donor 3, in-house (inr): 4.7; in-house (inr): 4.3; mean: 4.5; sd: 0.282843; %cv: 6.29. Donor 4, in-house (inr): 1.3; in-house (inr): 1.6; mean: 1.45; sd: 0.212132; %cv: 14.63. For each pair of replicates for each sample on strip lot 211585pa, mean and standard deviations were calculated. In-house test results gave 6.29% and 14.63%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established from in-house meters. No further action is required. As of 10/23/2009, four discrepant result complaints were reported for lot # 211585 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.